Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.

Event description:
On 08/24/2022, it was reported by a sales representative via sems that an ar-12990 knee scorpion had an issue and did not let the needle advance all the way in place. This was discovered during use with no impact to the patient. Additional information has been requested. On 9/15/2022, the sales representative replied via email and stated the following information: this event occurred during a meniscal root repair procedure on 8/17/2022. No piece of the instrument broke inside the patient. The surgeon switched to a different knee scorpion, batch number unknown, to complete the procedure successfully. The patient is fine to date.